Event description:
The customer called to report that customer uses the suspect device to check blood glucose. In 03/2001 around 12:00-12:10am customer performed a test and obtained a result of 160mg/dl. Customer gave 2 units of insulin. Customer retest about thirty minutes later and thought the result was 98mg/dl, so customer retest again and the result was 78mg/dl. The next morning customer went into the suspect device memory and found a result of 858mg/dl had been saved. The suspect device was authorized to be returned to the MFR for evaluation.